Event description:
The user facility reported that the fine cross microcatheter was non-permeable. The microcatheter could not be used since it was not permeable. No liquid was injected inside. Product unfit for use since it could not fit on the guidewire. There was no patient injury/medical or surgical intervention required. The procedure outcome was not reported. There was no harm to the patient.

Manufacturer narrative:
D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: establishment name: secteur des dispositifs medicaux, pole logistique des hopitaux civils de colmar, colmar. E2: health professional: unknown. E3: occupation: others. The distal end of the actual sample was found fractured; however, no fractured piece was returned. Visual inspection of the actual sample found the distal end had been fractured. Magnifying inspection of the actual sample. The outer layer at the fractured part was torn and twisted. The missing length of the actual sample was estimated to be approximately 0.62 mm in comparison with a product of the same product code. There were no appearance anomalies such as kinks or scratches in the part other than the fractured part. X-ray fluoroscopic inspection of the lumen of the actual sample found the fractured reinforcements and an unraveled gold coil were observed at the fractured part. Clogging of different levels were observed in the area from approx. 60mm to approximately 200mm from the distal end. Electron microscopic inspection of the distal end of actual sample. In addition to torn and twisted outer layer, abrasion marks running in the circumferential and lengthwise directions were observed on the surface. From this, it was inferred that the actual sample was exposed to tensile force and torque force while it was in contact with a hard object. The actual sample was cut open and the inner surface was inspected with microscope. Pale red substances adhered to the inner surface at approximately 65 mm and 170 mm from the distal end of the actual sample, clogging the lumen. The above pale red substances were subjected to component analysis by ft-ir. It was shown that the ir-spectrum of the substance matched with that of the contrast agent, so it was thought that the substance was a contrast agent. Ft-ir (fourier transform infrared spectroscopy) measurement is a method for analyzing the spectrum obtained by irradiating the measurement object with infrared rays. Dimensions of actual sample found the outer diameter at the distal section (undamaged section): it met the factory's specifications. No anomaly was found. Inner diameter of the distal section: impossible to measure due to the fracture. Inner diameter at the proximal section: it met the factory's specifications. No anomaly was found. Manufacturing record and shipping inspection record of the involved product code/lot number, no anomaly was found. Past complaints regarding the involved product code/lot number, no other similar report from other facilities was found. It was thought that the contrast agent solidified for some reason clogged the lumen of the actual sample, leading to the non-permeability; however, the definite cause of occurrence was not clarified. Regarding the fracture of the distal end, it was thought to be not related to the non-permeability pointed out in this complaint. As one of possibilities, it was thought that the distal end was trapped by some factor (e.g., stenotic lesion), and the torque force applied to release it caused the outer layer to twist, and further application of force caused it to tear, leading to the fracture. However, as the circumstances of occurrence were unknown, the cause of occurrence could not be determined. Relevant instructions for use (IFU) reference: "flush the inner lumen of the product in order to remove residual blood inside the lumen." "Carefully handle the product under high resolution fluoroscopy. If any resistance is felt while handling the product, immediately stop the manipulation and find out cause of the resistance in order to avoid damage to blood vessels and separation or breakage of the product." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.